Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; event was confirmed during testing. Evaluation found the internal corrosion upon disassembly of one device. Evaluation found one device had non-stryker components. There were no remedial actions taken. These device are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices overheated. For one event, there was no patient involvement; no patient impact. For one event, there was unknown patient involvement; unknown patient impact.